Event description:
Customer reported via phone call, customer reported the insulin pump had damage on the casing. Two cracks around the display screen and one on the reservoir compartment. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis. Customer called back on (B)(6) 2015 and stated friday she had experienced high blood glucose over 500 mg/dl. Customer stated the reservoir compartment broke off while customer was removing the reservoir. Troubleshooting for high blood glucose was not performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.